Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and contact with paramedics. The customer states the paramedics were called for severe low blood glucose. The customer was not hospitalized. No further information or assistance provided at this time.